Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. Due to the bg level the customer lost consciousness and required assistance by emergency medical services. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.